Manufacturer narrative:
The affected device was available for investigation. In the analysis it was determined that the set ventilation frequency deviates from the actual frequency, and that the pressure gauge is faulty. These two faults do not lead to a failure of the ventilation. A test of the alarm function was error-free. The reported ventilation stop could not be reproduced. The user has not answered the question which error description the oxylog showed during the incident and during the subsequent functional test. As a result the cause of the reported event could not be determined. In the case of a technical fault (for example failure of ventilation), the device alerts optically and acoustically. The instructions for use require that an alternative ventilation option must be available.

Event description:
It was reported that the oxylog 1000 stopped ventilation after the user had driven through a pothole. During a subsequent functional test by the customer, the oxylog reportedly failed repeatedly. No consequences for the patient were reported.